Manufacturer narrative:
This complaint is being reopened for pump evaluation due to the device being received. The pump was received on (B)(6) 2024. Testing results were reviewed and the pump passed all previous test. Analysis of the returned device was completed. Procedure: connected the tubing into reservoir. Prime tubing by gravity. Turn on pump and set prog to 125ml/hr for 20 vtbi, set air in the biomed options to 0.04 ml. Test 1: run pump without tubing, pass first test if it alarms "air-in-line". Test 2: load tubing into the pump and hit run, pass if pump does not alarm "air-in-line". Test 3: run the pump and create an air bubble about 1 inch in length, pass if the pump alarms "air-in-line". During functional testing, the reported issue was not duplicated. There was no constant air-in-line alarm at any time during the tests. During testing, there were other failures found. The door latch grinds and requires excessive force to close. It was also found that the motor was noisy during its infusion. This complaint has been reviewed, evaluated, and determined to be included in CAPA. Reference to complaint #(B)(6).

Event description:
On (B)(6)2024, zyno received a report from the customer reporting they had a pump malfunction. The pump had an air in line error that keep showing up. Customer IV technician stated that upon sending the pump to the facility there were no issues with it. But the nurse was not able to get the treatment started due to the error. The tech, stated the nurse ended up getting a stock pump so the patient would not have no delay in treatment. No patient injury reported.